Event description:
The dcs12 was used during a laparoscopic cholecystectomy. The red piece of metal at the bottom of the blades burned the liver slightly. There was no consequence to the pt. 3/28/97 rn confirmed the info as reported by the rep. She stated when they dissect the gall bladder from the liver bed, the red piece of metal grounded at the surrounding tissue causing a light sear mark, no treatment or intervention was needed for this event.